Manufacturer narrative:
Result: foot left siderail was missing, and the foot right siderail had a bent arm assembly, and would not latch in the upright position.

Event description:
It was reported by service report that the foot left siderail was missing, and the foot right siderail had a bent arm assembly, and would not latch in the upright position. No patient involvement or adverse consequences were reported.